Event description:
On (B)(6) 2009, this patient underwent an endovascular procedure to treat a thoracic aortic aneurysm using gore® tag® thoracic endoprostheses. The patient tolerated the procedure. On (B)(6) 2013, four year follow up examination confirmed a distal type I endoleak and subsequent aneurysm enlargement from 61mm to 72mm. The cause of the endoleak is unknown. It was reported that a type ii endoleak previously identified was resolved without any treatment. On the same day, a coil embolization procedure was performed to repair the distal type I endoleak. The patient tolerated the additional procedure. No further information is available.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.